Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and cerebral palsy. The patient experienced increased spasticity; unknown onset. A volume discrepancy was noted during a refill on (B)(6) 2016, expected residual volume (erv) was 3ml and actual residual volume (arv) was 7ml. The pump logs showed no alarms. The hcp decided to conduct an indium dye study. On (B)(6) 2016, the results indicated the dye did not leave the pump. The decision has been made to replace the pump and catheter on (B)(6) 2016. The replaced products were to be sent back for analysis. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving gablofen 2000 mcg/ml at 598 mcg/day per intrathecal route. The patient had progressive spasticity to his bilateral lower extremities with priapism. The pump was refilled. The pump volume per the pump was 3ml and the actual volume of reservoir was 6.8ml. The spasticity continued to get worse and the patient was sent to the emergency department (ed) by his primary care provider (pcp). Neurosurgery was consulted and the patient was placed on oral baclofen. The baclofen was not discontinued in response to the events. The patient ended up requiring a new baclofen pump and catheter placement on (B)(6) 2016. The patient had pump and catheter failure. The patient¿s medical history included cerebral palsy and spastic quadriplegia. Concomitant medications included diazepam, miralax, and valproic acid. The patient was admitted to the hospital on (B)(6) 2016 and discharged on (B)(6) 2016 with an admitting diagnosis of spasticity and priapism.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomalies. The analysis interrogation printout indicated the patient received unknown baclofen (2000.0mcg/ml, 659.1mcg/day). Analysis of the catheter, model# 8709, serial# (B)(4), found a user related hole in the catheter body (returned in segments). Occlusion of the pump segment broke loose during internal decontamination. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.